Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was making beeping tones that would suggest that the device had reached eri (elective replacement indicator). The physician felt that reaching eri at this point was premature, as the battery indicator demonstrated middle of life (mol) in april, 2003. The device was interrogated, and eri has been confirmed.